Event description:
Attorney advised pt underwent surgical excision of femoral tumor with resultant weakness of the femur. Pt was implanted with subject femoral plate. Pt experienced periodic episodes of swelling around the knee with knee pain. A follow up ultrasound showed blood in the knee joint. Pt was returned to the or for removal of the plate. Attorney alleges the distal end of the plate had eroded into the soft tissue above the kneecap and was impinging upon the superior lateral geniculate artery.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.